Event description:
It was reported that dilator tip damage occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. After handing off the sheath, it was noted that the dilator tip was flattened and slightly rough. The wire could not go through the device, and the device could not be flushed. There was no outer or inner damage to the device packaging observed. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
H11: device evaluation summary- updated. H6: component codes, evaluation result codes, evaluation conclusion codes- updated. Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Additionally, the steering knob of the sheath could not be rotated. Dissection of the sheath handle identified the friction gasket to be the cause of the rotation difficulties as the gasket was found to be adhered to the shaft of the sheath and the distal surface of the screw component. Additionally, an attempt to evaluate the compatibility of the sheath and dilator noted a successful insertion. An attempt to evaluate compatibility of the dilator with a test guidewire was unsuccessful as the guidewire was inserted at the proximal end of the dilator and it was noted that the guidewire was advanced to the inside of the distal tip but was unable to fully pass through. Inspection of the inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure due to the excess adhesive in the inner rim of the shaft.

Event description:
It was reported that dilator tip damage occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. After handing off the sheath, it was noted that the dilator tip was flattened and slightly rough. The wire could not go through the device, and the device could not be flushed. There was no outer or inner damage to the device packaging observed. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory and analysis completed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Additionally, the steering knob of the sheath could not be rotated. Dissection of the sheath handle identified the friction gasket to be the cause of the rotation difficulties as the gasket was found to be adhered to the shaft of the sheath and the distal surface of the screw component.

Event description:
It was reported that dilator tip damage occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. After handing off the sheath, it was noted that the dilator tip was flattened and slightly rough. The wire could not go through the device, and the device could not be flushed. There was no outer or inner damage to the device packaging observed. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory and analysis completed.